Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 507 mg/dl and "symptoms of dka [diabetic ketoacidosis] (nausea, vomiting, dehydration)". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue. On (B)(6) 2023 customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.